Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to transient low battery voltage. The device was tested on the bench and the backup condition could not be reproduced and the cause of the transient nmi could not be determined. Analysis performed after reloading product code indicated that the device exhibited normal device characteristics with no anomalies. The cause of the bvvi was undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. The battery was close to end of life so the device could not be restored. On (B)(6) 2020, the device was explanted and replaced. The patient was in stable condition.